Event description:
It was reported that during implant of the ICD system the right ventricular lead exhibited high, high voltage lead impedance only when connected to the device. High voltage lead impedance measurements were normal through the psa. The physician elected to implant the device and monitor the patient remotely. The patient was in good condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.